Event description:
The complainant reports the device was in use a few hours when a leak in the white inflation port caused the retention balloon to deflate and the device 'slipped out'.

Manufacturer narrative:
Based on the available information, this event is deemed to a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional information was requested but, no additional pt or event details have been provided to date. Should additional information become available a follow-up report will be submitted.